Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home. The cause of death was congestive heart failure, but the customer's son thinks it was low blood glucose and a diabetic coma. The caller stated that the customer had multiple health issues that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The customer's son could not get a blood glucose reading when they found the customer in bed, which is why he believes it was low. The caller declined to return the insulin pump for analysis as it had been discarded.